Event description:
It was reported that: "le notifiant déclare un problème survenu pendant l'utilisation d'un micro guide hybrid 1214 double angles lot 00561676. En effet ce micro guide c'est rompu lors de son utilisation dans un cathéter à ballon double lumière de microvention ref scepter xc 4x11 en cours de procédure les médecins ont reussi à enlever le microcatheter à ballon avec la partie distale du guide resté à l'intérieur. Pas de conséquence patient et matériel non disponible the notifier declares a problem that occurred during the use of a micro guide wire hybrid 1214 double angles lot 00561676. In fact this micro guide broke during the use of this micro guide inside double lumen balloon catheter from microvention ref scepter xc 4x11 in progress the doctors managed to remove the balloon microcatheter with the distal part of the guide wire remaining inside. No patient injury and equipment not available " incident report form submitted for this complaint indicates that no patient injury was sustained.

Manufacturer narrative:
Balt USA reference #(B)(4). Conclusion of investigation pending analysis from manufacturer, balt extrusion. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Manufacturer narrative:
Balt USA reference #(B)(4). The product analysis was completed by manufacturer, balt extrusion. Summary as follows: the guidewire returned in two parts, proximal part measure 40 cm and the distal part measure 160 cm. The affected device (hybrid 1214da) was returned to balt extrusion sas for the investigation. This analysis was based on the manufacturing records for this specific batch and the data issued from our post-marketing surveillance process and the product investigation. The returned device hybrid1214da has been inspected in our quality laboratory. During our analysis we noticed the following points: - the device was returned in two parts. - the proximal part measure 40 cm and the distal part measure 160 cm. - the rupture occurred at the stainless-steel nitinol welding. Several tests are performed during the manufacturing process: - two different destructive tests by sampling are performed: wire twisting and bending - all units are tested with a non-destructive bending test. - the aspect of the welding is 100% controlled. The incident description mentioned an issue with the hybrid guidewire which ruptured during its use with a competitive catheter balloon. Regarding the end of the procedure the facility has reported to us that the distal part remains in the balloon, and the physician succeed to remove the distal part of the guidewire when removing the catheter. The post-market surveillance data for france region did not show any trend for this failure mode; indeed, the ratio of this failure mode is very low, under 1% regarding the sales versus the similar event (see similar incident section). This failure mode was the subject of an internal CAPA leading to several corrective actions having been implemented to address the hybrid rupture (break) issue. On january 12, 2024, a strengthened scrap rate monitoring process was introduced for the nlt/nitinol welding step to gather more data and identify the root cause of failures, with weekly data follow-ups starting on may 14, 2024. Additionally, on february 12, 2024, the frequency of preventive maintenance was increased, and a defect database was created by collecting pictures during maintenance. A cross-functional project team involving r&d, qa, manufacturing engineering, and production was formed on february 19, 2024, to delve deeper into potential root causes and continuously address them. On the same date, preventive maintenance was further reinforced with increased frequency and data collection to create a defect database for maintenance control. By april 5, 2024, a checklist for manufacturing operators was implemented to verify equipment status before starting production, and processes were standardized, including welding methods, pads drawing, tools, and sampling plans. The effectiveness of these actions was evidenced by a complaint trend analysis conducted on january 31, 2025, which showed no increase in complaint trends related to hybrid break nlt nitinol welding after the implementation of the actions up to the end of 2024. The complaint trend for hybrid rupture decreased in 2024, indicating the effectiveness of the corrective actions. Consequently, CAPA 237 was closed on march 27, 2025, after verifying that there was no trend increase in complaints by the end of 2024, matching the field data. These actions and their effectiveness checks demonstrate a comprehensive approach to addressing the issues related to the hybrid rupture and ensuring continuous improvement in the manufacturing process. Further review of the manufacturing records as well as our post market surveillance system (including complaints) was performed, which can be summarized by the following: review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number 00561676 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "le notifiant déclare un problème survenu pendant l'utilisation d'un micro guide hybrid 1214 double angles lot 00561676. En effet ce micro guide c'est rompu lors de son utilisation dans un cathéter à ballon double lumière de microvention ref scepter xc 4x11 en cours de procédure les médecins ont reussi à enlever le microcatheter à ballon avec la partie distale du guide resté à l'intérieur. Pas de conséquence patient et matériel non disponible. The notifier declares a problem that occurred during the use of a micro guide wire hybrid 1214 double angles lot 00561676. In fact this micro guide broke during the use of this micro guide inside double lumen balloon catheter from microvention ref scepter xc 4x11 in progress the doctors managed to remove the balloon microcatheter with the distal part of the guide wire remaining inside. No patient injury and equipment not available. " incident report form submitted for this complaint indicates that no patient injury was sustained.